Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 10 jagged curves were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "unspecific fluorescence causes n1 pos / n2 neg results. At least 10 times. 475/520 (n1) channel shows a slightly increase of fluorescence with positive n1 outcome but not reliable curve (not sigm.). Repetitions turns out to be negative. Customer assumes 475/520 threshold is too low to correctly excluded that kind of curve."

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. 44500301) lot 1026936 was performed by the review of the manufacturing records and by the verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer complained about suspected false positive results when using bd sars-cov-2 reagents for bd max¿ system from lot 1026936. Despite multiple attempts made to receive information, no data was provided for the investigation. Based on the available information, the cause of the customer issue remains unknown. Overall, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents product lot 1026936. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported while testing for sars cov-2 10 jagged curves were observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "unspecific fluorescence causes n1 pos / n2 neg results. At least 10 times. 475/520 (n1) channel shows a slightly increase of fluorescence with positive n1 outcome but not reliable curve (not sigm.). Repetitions turns out to be negative. Customer assumes 475/520 threshold is too low to correctly excluded that kind of curve."